Manufacturer narrative:
The investigation for the low pump flow has been completed. Low pump flows reported with pump unable to flow greater than 1.8l due to continuous suction. No product was returned. The data logs confirm low flow for given p-level. The logs show continuous suction alarms soon after activation with placement signal trending downwards. There were also impella position related alarms. The root cause of the low pump flow was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this is one of two medical device reports for related device events; the related event for the 1st pump device is reported under manufacturing report number: 11220648-2024-13979.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and the device had low pump flow and the patient subsequently expired. Upon arriving to the emergency room, the patient entered ventricular tachycardia/ventricular fibrillation (vt/vf) rhythms requiring to be coded, cardioverted, and intubated. The patient was rushed to cardiac catheterization lab for emergent left heart catheterization. The patient continued to lose sinus rhythm requiring additional brief chest compressions, cardio versions, and pushes of emergency medications. Right coronary artery was found to be occluded, and angioplasty and stenting performed with marginal results. Left coronary system was never evaluated, due to patient¿s continuing deteriorating condition. Approximately one hour later it was decided to implement mechanical circulatory support (mcs) with an impella cp device, which was implanted without complications. However, the pump was never able to achieve flows greater than 1.8l due to suction. It was decided to replace the impella cp pump due to concern of clot ingestion or pump malfunction. The new (2nd) impella cp pump was implanted without complications. However, low flows continued to be present with frequent suction above p5. The impella cp pump appeared to be in acceptable position under fluoroscopy. It was requested that device slack be pulled back and possibly pull device back 1-2 cm and evaluate flows, but the physician believed placement was acceptable. Limited bedside echo performed to evaluate left ventricle showing ¿mild to moderate contractility.¿ right ventricle was not evaluated, and no pulmonary artery line was present. Therapy was used for approximately 45 minutes, and despite staff¿s aggressive efforts, patient ultimately expired.